Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -6.50/1.0/83 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Lens rotation was observed. The lens was repositioned on (B)(6) 2022 and this did not resolve the problem. On (B)(6) 2022 the lens was exchanged for a spherical lens of the same length. The exchange resolved the problem.

Manufacturer narrative:
Corrected data: h3 device evaluation: the lens was returned with residue/debris in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned with residue/debris in a microcentrifuge vial. Visual inspection found haptic broken to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).